Event description:
Tips of clip applier would not completely meet or close. Clips were getting jammed inside the jaws. The clip applier was removed from the field and an alternate clip applier was used.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.